Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a perigee on or about (B)(6) 2005, to treat her stress urinary incontinence and/or prolapse. It was alleged the plaintiff suffered pain, infection, worsened incontinence, urinary problems, dyspareunia, and erosion. These injuries are continuing and require ongoing medical care. The plaintiff suffered and will continue to suffer pain, disability, impairment, loss of enjoyment of life, and inability to engage in chosen and necessary activities.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent as appropriate. Lawyer - filed report - (B)(4).